Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with scale marking print error. The following information was provided by the initial reporter: scale marking printing is not aligned. It is tilted to a side.

Manufacturer narrative:
Investigation: customer returned (11) loose 31gx6mm, 0.3ml bd insulin syringes. Customer reported scale marking printing is not aligned; it is tilted to a side. All 11 returned syringes were examined, then tested using a 0.3ml plug gauge: two of the syringes fell out of the plug gauge specification. A review of the device history record was completed for batch# 7352721. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200735897] noted for scratched print. There was one (1) notification [200735784] noted for blank barrels. There were three (3) notifications [200736062, 200736216, 200735882] noted that did not pertain to the complaint. Holdrege received (11) loose 31gx6mm, 0.3ml bd insulin syringes. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Per qc700450 rev 42 section 5: for scale accuracy, check by using plug gauge for visual inspection to determine if scale is in correct location. If accuracy on barrel is questionable, perform volumetric test. A visual evaluation of the syringes using a plug gauge (gauge# 10372) determined the scale is in the correct location for (9) of the syringes. (2) syringes were questionable with the use of the plug gauge, so volumetric testing was performed on those (2) syringes and were in the acceptable limits. These meet the requirements of iso 8537. Acceptable limits per qc700450 rev 42: volumes are measured at the 10 and 30 unit scale lines. Per the chart in section 6.5 of qc700450, specification for volumes at the 10 unit scale line are between 0.0933 and 0.1063 grams. Specification for volumes at the 30 unit scale line are between 0.2843 and 0.3143 grams. Actual volumetric results from complaint: using scale #13716: syringe #1: 10 units 0.0975 grams 30 units 0.2900 grams syringe #2: 10 units 0.0975 grams 30 units 0.2878 grams the reported defect was not confirmed in holdrege as all syringes were within the specified limits.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with scale marking print error. The following information was provided by the initial reporter: scale marking printing is not aligned. It is tilted to a side.